Event description:
New information received states that the lead was explanted. Upon opening the pocket an insulation anomaly was observed.

Event description:
It was reported that high, out of range, high voltage lead impedance was noted after a device change-out due to normal eri. Possible lead fracture or loose setscrew were suspected. Revision is planned.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead measuring 16.2cm was returned for analysis. External insulation abrasion was noted at 3.2-4.4cm from the nearest cut end, consistent with lead friction to the ICD can. The inner coil was exposed and the etfe coating was intact at this location. Without return of the entire lead, a complete analysis could not be performed.